Manufacturer narrative:
The initial MDR 2432235-2016-00663 was filed on october 27, 2016. Additional information (10/28/2016): a siemens field service engineer (fse) was dispatched to the customer site. The fse found an obstruction in y connector between the water trap and water reservoir. The fse unplugged and cleaned the y connector. The obstruction was cleared and daily cleaning procedure was completed. Quality controls were performed, which were within range. The cause of the discordant, falsely elevated vitamin d result on one patient sample was due to an obstruction in y connector. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse discovered a cap that blocked the flow inside a tube which goes to the waste. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated vitamin d (vit d) result was obtained on one female patient sample on an advia centaur xpt instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia centaur xpt instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vit d result.